Event description:
Pt underwent surgery on 2/8/96 which included the use of freeze dried dura mater bone graft. Prior to implantation, the surgeon obtained a sample of the dura mater as soon as it was taken from the container. This was done using sterile technique. The sample was sent to the lab for c/s and anerobic cultures. On 2/12/96, the surgeon was notified that the microbiological report from the specimen was positive for "rare staphylococcus species (coagulase negative), beta lactamase".